Manufacturer narrative:
Section d5: operator of device corrected. Section d9: corrected device availability. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of the mobile power unit (mpu) output power at a 4.5a load being below the threshold was confirmed via the returned mpu. The mpu was returned for analysis to the european distribution center (edc) and was tested on (B)(6) 2024. The unit was connected to ac power and booted up as intended. The mpu underwent the output power with 4.5a load test and did not pass; the unit was then opened and the orange wire in the printed circuit board (pcb) side connector of the mpu patient cable was revealed to be dislodged. The patient cable was replaced, and the unit passed all other functional testing. The mpu was returned to the rental pool and the patient cable was forwarded to the product performance engineering (ppe) department for further analysis. Upon receipt, the orange wire on the pcb side connector of the returned patient cable being dislodged was confirmed. Before reseating the wire, the patient cable was connected to a known working test mpu and no atypical alarms or issues were produced. The orange wire was then reseated in the connector. The root cause for the reported event was determined to be due to the orange wire in the pcb side connector of the mpu patient cable being dislodged; however, further root cause for the dislodged wire was not conclusively determined. The device history records were reviewed and the records reveals that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2024. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, instructs the user how to care for and clean all equipment, including the mobile power unit (mpu). The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the output power at 4.5a load was below minimum.